Event description:
A 5mm diameter x 17mm length bridge x3 biliary stent was implanted in a pt for treatment of a 50% left renal artery stenosis. The artery take-off was reported as easy. The stent was inserted through the right side and advanced through the long 6 french cordis brite-tip sheath. As the device was advancing the device, the stent came off the balloon. After some difficulty, the physician recaptured the stent by partially inflating the balloon. The stent was deployed in the right common iliac artery and post-dilated...the left groin was accessed with a 7 french rdc catheter, and another device of the same size was deployed in the lesion and post-dilated. The lesion was not completely covered; therefore, a 6mm diameter x 17mm length bridge x3 stent was placed proximally to cover the full length of the lesion. The final result was reported to be good. No clinical sequelae were reported, and the pt is reported to be fine.